Event description:
The customer reported that the probe dripped from the robotic handler during qc testing on the ortho provue analyzer, resulting in reagent contamination. No erroneous results were reported. Probe drip may lead to dilution of sample/ reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the probe was bent. Replacement of the probe and adjustments has returned the instrument to its expected operation. This customer has not logged any complaints against this analyzer since this incident.